Event description:
It was reported a 2.0 x 12 mm otw voyager balloon catheter was found inside the 3.5 x 15 mm vision stent chipboard box. The voyager was inside a sealed voyager labeled pouch. There was no pt involvement.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the chipboard box was returned closed with the locking tab located at the top flap. There was no evidence of any tape on the box. The entire chipboard box was completely crushed; however, this may have been related to handling during packaging for shipment to and from the account. The label description on the chipboard box listed a 3.5x15mm rx vision stent delivery system (sds) with part number 1007843-15 and lot number 0033141. The tyvek pouch was returned sealed with an otw voyager balloon catheter inside. The pouch was labeled as a 2.0x12mm otw voyager with part number 1009439-12 and lot number 9072262. The hub (sidearm) of the device was also labeled as a 2.0x12mm otw voyager with lot number 9072262, which matches the label on the pouch. This confirms the reported complaint as the labeling on the pouch and catheter do not correspond with the label affixed to the chipboard box. Factors that can potentially contribute to a mislabeling discrepancy may include, but are not limited to, mislabeling during manufacturing, a mix-up during rework, or due to a mix-up at an affiliate, distributor, or the account. A review of the finished product lot history record (lhr) for both the voyager and the vision did not reveal any nonconforming material records associated with either lot that could have contributed to the reported event. The lhr for the 2.0x12mm otw voyager (9072262) noted that this lot was manufactured and packaged temecula in july 2009, whereas the vision lot (0033141) was manufactured and packaged in clonmel in april 2010, months after production of the voyager lot (9072262) was completed. It was also determined that there was 1 unit from each lot that was reworked in temecula to replace the chipboard box, however, the vision unit was reworked in september 2010 and the voyager unit was reworked in march 2010. This information indicates that the 2 units involved in this incident never came into contact with each other during production or the rework procedure. Further review of the shipment records verified that both lots were at least shipped to the distributor. Clarification was later received indicating that the voyager unit was used at a different hospital according to the shipment records. This information may suggest that the potential mix-up did not occur at the hospital. In this case, there is no indication that the mix-up occurred during manufacturing and packaging of the products at abbott vascular. It is possible that the 2.0x12mm otw voyager device was inadvertently packaged in a 3.5x15mm rx vision chipboard box at the distributor, although this cannot be confirmed. Although the exact cause for the mislabeling/mix-up cannot be determined, there is no indication of a manufacturing or product quality deficiency. No definitive cause could be determined and there does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All products are subject to a 100% inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the chipboard box was returned closed without any evidence of tape on the box, which is inconsistent with the reported information that the box was taped prior to opening it. The entire chipboard box was completely crushed; however, this may have been related to handling during packaging for shipment to and from the account. The label description on the chipboard box listed a 3.5 x 15 mm rx vision stent delivery system (sds) with part number 1007843-15 and lot number 0033141. The tyvek pouch was returned sealed with an otw voyager balloon catheter inside. The pouch was labeled as a 2.0x12mm otw voyager with part number 1009439-12 and lot number 9072262. The hub (sidearm) of the device was also labeled as a 2.0x12mm otw voyager with lot number 9072262, which matches the label on the pouch. This confirms the reported complaint as the labeling on the pouch and catheter do not correspond with the label affixed to the chipboard box. Factors that can potentially contribute to a mislabeling discrepancy may include, but are not limited to, mislabeling during manufacturing, a mix-up during rework, or due to a mix-up at an affiliate, distributor, or the account. A review of the finished product lot history did not reveal any nonconforming material records associated with this lot that could have contributed to the reported event. It was also determined that there was 1 unit from each lot that was reworked in temecula to replace the chipboard box, however, the vision unit was reworked in september 2010 and the voyager unit was reworked in march 2010. This information indicates that the 2 units involved in this incident never came into contact with each other during production or the rework procedure. Further review of the shipment records indicated that both lots were at least shipped to the distributor, but we do not have shipment records from the distributor to the hospital. Although it cannot be confirmed what lots the distributor sent to this specific hospital, it is possible that the hospital may have received both lots. Several attempts were made to get clarification from the distributor regarding this event, but no additional information has been provided at this time. In this case, there is no indication that the mix-up occurred during manufacturing and packaging of the products at abbott vascular. It is possible that the 2.0 x 12 mm otw voyager device was inadvertently packaged in a 3.5 x 15 mm rx vision chipboard box at the distributor or at the account, although this cannot be confirmed. Although the exact cause for the mislabeling/mix-up cannot be determined, there is no indication of a manufacturing or product quality deficiency. No corrective action will be implemented in this case, as no definitive cause could be determined and there does not appear to be any indication of a product quality deficiency. Product performance engineering will monitor the incident circumstances. All products are subject to a 100% inspection by manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
Subsequent to filing the medwatch, additional information was received stating that the vision and voyager boxes are not tape closed and are closed with a thumb notch. The distributor received the vision unit on (B)(6), 2010 from abbott vascular, which was then supplied to the hospital that originally reported this complaint on (B)(6), 2010. The distributor also purchased the voyager unit on (B)(6), 2009; however, it was used at a different hospital.